Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("flare ups//dyshidrotic eczema") and general physical health deterioration ("e-hell made my face and body inside and out look like a 80 year old"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema and general physical health deterioration outcome was unknown. The reporter considered dyshidrotic eczema, general physical health deterioration and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("flare ups//dyshidrotic eczema"), general physical health deterioration ("e-hell made my face and body inside and out, look like a 80 year old"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema, general physical health deterioration, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, dyshidrotic eczema, fatigue, general physical health deterioration and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media: medical device removal, dyshidrotic eczema, arthralgia, fatigue. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed ,and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("flare ups//dyshidrotic eczema"), general physical health deterioration ("e-hell made my face and body inside and out look like a 80 year old"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema, general physical health deterioration, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, dyshidrotic eczema, fatigue, general physical health deterioration and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, dyshidrotic eczema, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received : event "fatigue, joint pain", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("flare ups//dyshidrotic eczema") and general physical health deterioration ("e-hell made my face and body inside and out look like a (B)(6)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema and general physical health deterioration outcome was unknown. The reporter considered dyshidrotic eczema, general physical health deterioration and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -medical device removal , dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.